Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. Pump received with cracked case at display window corner, battery tube threads, reservoir tube lip, minor scratched display window. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm. The caller reported that the customer wore the insulin pump while exercising and that it may have been pressed against his back for a while. Blood glucose level at the time of the incident was 75 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.